Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen 2,000mcg/ml; 129.9mcg/day via an implanted pump. The indication for use was noted as intractable spasticity and cerebral palsy. The patient experienced a sudden change in therapy noted as a seizure. The cause of the event, interventions, troubleshooting/diagnostics, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received from a healthcare provider (hcp). The start date of the baclofen therapy was (B)(6) 2015 and was ongoing. Medications the patient was taking at the time of the event include keppra and lamictal. Medical history was cerebral palsy, spastic diplegia developmental delay and seizures. Diagnostics include lamotrigine level on 1/9 (l), itb pump interrogation was normal, cbc, pt, ptt wbc were normal, x-rays revealed the catheter was in place, computed tomography (CT) scan of the head was unchanged. A neurology consult was done which cleared the patient after the diagnostic work up was done. The cause of the seizures was not clear but possibly due to medication change. Regarding if the seizures have been resolved it was noted "none since".